Event description:
This is a spontaneous case report received from a physician in united states on 19-sep-2016 which refers to an adult (>=18y & <65y) female patient who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 for permanent contraception. The essure has migrated to the patient's uterus. The patient had a sonogram and CT (computerised tomogram) scan done for pain. She will be coming to the office to discuss about this. Questionnaire uterine/tubal perforation was received on 24-oct-2016 the (B)(6) (at time of reporting) female patient had a history of gravida 3, para 2, one spontaneous abortion, no ectopics and no c-sections. Right salpingo-oophorectomy was done in the past - benign, serocyst adenoma. Her body mass index was (B)(6) (obese). Essure was inserted on (B)(6) 2006. Last menstrual menstruation before insertion was not available since patient had amenorrhea while on depo provera (medroxyprogesterone) used approximately one month before essure insertion. She was not breastfeeding at time of insertion. There were no abnormal uterine findings before insertion. Visualization of tubal os was easy. Essure was easily implanted in left tube with cervical dilatation under local intravenous anesthesia with 10ml xylocaine. The procedure did not last more than 20 minutes; there was no fluid loss of more than 1500cc during hysteroscopy. The number of trailing coils from the left tubal ostia was noted to be approximately 15. There were no complaints immediately after insertion. On (B)(6) 2007, hsg test confirmed left tubal occlusion and patient was advised to rely on essure. On (B)(6) 2016, incorrect essure position was diagnosed; patient had presented with acute left-sided abdominal pain and bleeding to an emergency room. She underwent CT (computed tomogram) and sonogram suggesting erosion of the essure device into the myometrial wall (also reported: complete perforation in left tube by reporter). Patient was seen prior to surgery in operator's office which confirmed the edge of essure device could be seen protruding into the endometrial cavity. There was no evidence of abscess or systemic infection. On (B)(6) 2016, patient was admitted for surgery with pre- and postoperative diagnosis erosion of left essure device. Diagnostic hysteroscopy with retrieval of eroded device and diagnostic laparoscopy with chromoperturbation were performed under general anesthesia. In the mid posterior uterus, there appeared to be approximately 1 cm of the essure device present with a buildup of inflammatory tissue around it. Hysteroscopic graspers were introduced and the complete device was removed atraumatically and sent for pathologic confirmation. There was no bleeding from this area and no evidence of pus or any active infection. There was no evidence of any significant pelvic/abdominal adhesions. Uterus was retroverted and normal. The right tube and ovary were surgically absent from a prior procedure. There showed a small amount of scarring around the left fallopian tube and the fimbria could not be visualized, but the cornua in the proximal area of the tube was well visualized and the ovary behind it, there was no evidence of abscess or any type of active inflammation. There was no evidence of uterine perforation, no tubal filling, therefore it was ascertained that the left fallopian tube again remained occluded. There were no significant pelvic/abdominal adhesions, the cul-de-sac, bowel, omentum and all other peritoneal surfaces appeared normal without trauma or bleeding. Patient recovered. Follow-up received on 24-oct-2016, quality safety evaluation of ptc investigation result: ptc global number (B)(4): no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater details. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and presented complete left tube perforation/erosion of device into the myometrium (previously reported as essure migrated to patient's uterus)and bleeding (seen as genital bleeding). Both events are listed in essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In the present case, 9 years after insertion patient presented bleeding and abdominal pain and a computerised tomogram and sonogram were performed. Scan showed an erosion of the essure device into the myometrial wall, also reported as a complete perforation in left tube; 3 days later, patient underwent a hysteroscopy when the complete device was removed atraumatically. Given the nature of the reported events, a causal relationship with essure cannot be excluded. In addition, non-serious events were also reported. This case was considered an incident, since device removal was required. A product technical analysis stated that, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.